Manufacturer narrative:
The returned device was examined and the tip was found to have been fractured off. A review of the manufacturing documents did not reveal any discrepancies that would have contributed to this event. This failure mode was investigated via CAPA and the product design specifications were enhanced. The device associated with this report was manufactured prior to the CAPA.

Event description:
The sales associate reported a broken rod bender. The doctor was using the insitu bender to bend a cobalt chrome rod and the foot of the bender broke off. It was confirmed that the bender broke in the patient and all pieces were removed. The surgery was completed.